Manufacturer narrative:
The investigation was completed on 27-dec-2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000400 and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and bubbles coming from the hemostatic valve issue was observed. When the syringe of vizigo sheath was pulled at the timing of inserting the wire after the ablation catheter was removed from the sheath, air was drawn in. The physician commented, ¿I could not tell where the air is coming from, but it feels like the bubbles are coming from the hemostatic valve. I can pull the syringe of agilis while holding down the hemostatic valve with my hand, but with vizigo sheath, even if I hold down the hemostatic valve with my hand, air still seems to get in, so I wonder if that's why air gets in.¿ timing was when the ablation catheter was removed and wire was inserted into the vizigo sheath to use the hemostatic device, air was mixed in at the timing that the syringe of the sheath was pulled. Approximately 1.5 hours after the vizigo sheath use. The issue was discovered at the end of the procedure, so the procedure was completed without replacing the sheath. The physician had doubts about safety. There was no patient consequence reported. Additional information was received on 20-nov-2024. Air was not introduced into the patient. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on 26-nov-2024. No needle product was used with the vizigo sheath.